Manufacturer narrative:
Method: the case info, including feedback obtained from the event reporter, was used to evaluate the device performance. Result: perforation is defined in the labeling (instruction for use) as a possible complication. Device evaluation summary: the returned device exhibited shaft coating that had partially split from the tip as a result of the drive shaft being over torqued. All components of the device were contained within the catheter body and removed as one unit.

Event description:
On (B)(6) 2013, the pt presented for revascularization of a moderately calcified superficial femoral artery. The cto started at the profunda takeoff and re-constituted at the hunters canal. Using the wildcat w400 catheter and a 0.035" glidewire, the physician advanced the catheter over the wire to the calcified target lesion. After breaking through the proximal cap, while still crossing the cto, the driver shaft of the catheter was over torqued which caused the distal lumen to collapse. After removing the entire catheter from the pt and injecting contrast, it was noted that there was a perforation. The perforation was treated with a balloon for 5 minutes. Upon re-injection of contrast, the perforation was no longer present. A second wildcat device was used to fully cross the cto and the procedure was successfully completed. The pt was discharged without further incident and there was no pt effect reported.